Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shutting off sometimes, hard to read then screen due to damage. The customer¿s blood glucose level was unknown. The customer was reported that the insulin pump battery compartment was broken where battery was loose. The insulin pump will not be returned for analysis.